Manufacturer narrative:
.

Event description:
It was reported that the patient experienced drug withdrawal with symptoms of nausea, vomiting, and pain. An x-ray was performed which revealed that the patient's catheter was dislodged. The patient's catheter was revised. The patient recovered without sequela. The patient's pump contained hydromorphone.